Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level reached 380 mg/dl, which was below the critical threshold. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.